Event description:
It was reported by service report that the head end right wheel assembly was broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Wheel assembly.